Manufacturer narrative:
Per the olympus field service engineer (fse), the foreign material could not be removed from the suction cylinder and the cylinder had to be exchanged. The fse further relayed that the usually uses the normal cleaning method for cleaning, but did not brush the tube after the fault. The user stated the fault occurred in use because the patient's intestines are not cleaned. The subject device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the suction cylinder. In addition, the instrument channel was leaking. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the suction connector was blocked with foreign material. The issue was observed during reprocessing of the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material clogged during the procedure because the patient¿s bowel was not clean. Therefore, the user most likely did not perform brushing which led to clogging of the foreign material in the suction cylinder. The root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope.¿ ¿preclean the endoscope at the bedside in the procedure room immediately after each procedure.¿ olympus will continue to monitor field performance for this device.